Event description:
At about 8 years 10 months after the primary surgery, the patient reported pain. The surgeon also noted decentralization of the head and fracture osteolysis of the greater trochanter. We don't have the confirmation that a revision has been performed but it is very likely. No other information is available at the moment.

Manufacturer narrative:
Clinical evaluation performed by medacta medical affairs director: at 9 years after primary cementless tha on a patient now 80 years old, a significant osteolytic reaction is visible in the proximal femour and, to a lesser extent, in the pelvis. The quality of the radiographic images provided is very poor, but an eccentricity of the femoral head in the acetabular cup is visible, suggesting wear of polyethylene. The type of polyethylene used is not specified: wear after 9 years is rather normal with standard pe, it should not happen with highly crosslinked pe unless a third body has been trapped in the articulation, causing damage to the head. Indeed, the report says that the head is ceramic, but on the radiographs we are more inclined to think it's metal. Analysis of the explants is therefore essential to better understand what may have happened. In any case, the patient developed a very active reaction, which seems to be rather high compared to the apparent amount of wear: it is known that the threshold for reaction to pe debris may vary significantly between individuals. Probably due to osteolytic reaction (the report does not mention traumatic events) the patient suffered a trochanteric fracture that demanded surgery.